Event description:
Reason for revision was instability and pain.

Manufacturer narrative:
No device associated with this report was received for examination. Another report is found against this product/lot combinations for the global ap 135 deg taper assem, global ap humeral stem 12mm, and the crosslink anchor pg glenoid 40. It is recognized however that it involves this same patient and same individual device. It is the result of this complaint having been transferred/ reopened and so it is not a secondary report. A worldwide complaint database search found no other reported incidents against the provided product/lot combination for the global ap cta humrl head 44x18 since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)